Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received ems assistance due to a high blood glucose of 552 mg/dl. The customer experienced lethargy, headache, and nausea. The customer treated via insulin pump bolus. During troubleshooting the drive support cap appeared normal. The customer declined to check for site issues or to perform a high pressure test. However, the customer confirmed that the insulin pump settings were programmed accurately. The insulin pump was not returned for analysis.